Event description:
It was reported that the ilet insulin pump was dropped at a restaurant, run over by a vehicle, and the touchscreen was cracked, rendering the screen unusable; the device had been synced prior to shutdown and will be returned. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related fracture of the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.